Event description:
It was reported that the patient had right shoulder surgery and post surgery the right ventricular (rv) lead warning was noted. The specific cause of the rv lead warning was not determined. It was also reported that there was low impedance, however, impedance is currently within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.